Manufacturer narrative:
(B)(4). The lead and stylet have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported the physician noticed a "bend" in the lead towards the tip right out of the lead packaging. The pt had "questionable" stimulation upon trailing with the lead. The physician thought there was a possible lead fracture, and the lead was replaced. The pt had "good" stimulation after the replacement.